Manufacturer narrative:
The technician found no error codes and is unable to locate the exact cause, however the only parts not replaced last year on this bed is the left head caregiver power control board and the graphic caregiver interface.

Event description:
The account reported that after the head section of the bed is lowered to the lowest position, the head section raises by itself. No patient injury reported.